Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax during a superdimension enb procedure. No additional information is known. If additional information is obtained a follow-up report will be submitted.

Manufacturer narrative:
Model and lot number unknown therefore a review of the receiving inspection records could not be performed. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The patient had a small right apical pneumothorax following the superdimension procedure. Initially treatment was oxygen therapy and although the patient remained asymptomatic the pneumothorax increased in size and required insertion of a chest tube. The chest tube was removed three days post-procedure and the patient was discharged to home. If additional information pertinent to the incident is obtained a follow-up report will be submitted.